Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an scd express sleeve. The customer reports that the pt developed bruising on the leg from the scd sleeve. No intervention was required for this pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.